Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker went into backup mode and could not be interrogated. Premature battery depletion was suspected. The pacemaker was explanted and replaced.